Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a voluntary medwatch form. It was reported that during implant surgery of a sacral nerve stimulator, the plastic piece connected to the stylet for thumb placement used to manipulate the neurostimulator lead broke while the physician was attempting to manipulate the lead. The device was removed from use. No harm was incurred to the patient. The lead was saved and the stylet with the broken plastic piece was discarded. The event occurred on (B)(6) 2016. See user facility medwatch mw5063454.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory.

Event description:
A healthcare professional (hcp) reported no new information. Additional information from a hcp reported the date of the procedure, (B)(6) 2016. The hcp indicated that a manufacturer representative (rep) was informed. The hcp stated that part of the steering portion of the stylet had broken off. The hcp stated that they could have continued to use but it was more efficient to change to a new stylet. The hcp stated a new package was opened and the procedure was completed. The hcp stated there was no harm to the patient. The broken stylet was discarded by the procedure room staff.